Event description:
The customer reported erroneous beta human chorionic gonadotrophin (bhcg) results, for two patients, involving the unicel dxi 800 access immunoassay system utilized with the access total sshcg assay and calibrator. Subsequent testing of one of the patient¿s samples, on the same instrument, recovered a higher result. The erroneous results were not released out of the laboratory as the values did not correlate. There was no patient consequence or change in patient treatment associated with this event. The customer stated the patients¿ serum samples were collected in 7 ml plain red top vacutainer tubes and centrifuged in a statspin centrifuge between 3,500 and 4,000 rpm (rotations per minute) for five minutes, at room temperature. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed contamination of the substrate pump and the precision pump was leaking. The fse decontaminated the substrate line and replaced the precision pump seals. Service activity was verified to meet specified requirements per established procedure. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.